Manufacturer narrative:
(B)(4). Concomitant medical product(s): unknown nexgen tibial component, item #: unknown, lot #: unknown. Unknown nexgen articular surface, item #: unknown, lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it is currently still implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-03112 and 0001822565-2017-03123.

Event description:
It was reported that following an initial knee arthroplasty, the patient is being considered for a revision procedure due to unknown reasons. Attempts have been made and additional information on the reported event is unknown at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as this complaint was for a request for product identification only. There was no alleged deficiency related to the identity, quality, durability, reliability, safety, effectiveness or performance of the product. As such, this information is considered an inquiry and the complaint file is being closed as not a complaint. If additional information is received that alleges a product deficiency, the complaint will be re-opened and evaluated at that time.